Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a cerebrospinal fluid (csf) leak occurred while the physician was attempting to enter the epidural space. Patient did not report symptoms. A blood patch procedure was performed to address the issue.